Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro instrument, and identified the failure mode as user error. The fse observed white the customer performed ion-selective electrolyte (ise) calibration and quality control (qc) on the instrument. The fse explained customer that ise calibrators must not be moved from one instrument to the other without first pouring fresh calibrators. Fse confirmed per peer group data, customer¿s qc is near mean. Fse suggested to customer that ise calibrations be performed on each shift due to temperature variation in laboratory. The customer performed passing calibration and qc with no issue. The customer did not provide further information in regards to the patients receiving IV fluids. The customer confirmed that there was no harm to the patients due to the treatment. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their unicel dxc 800 pro instrument. There was no report of change to treatment, injury, or death associated with this event. The erroneous patient results were release from the laboratory and were later amended. The customer stated four (4) patients were treated with intravenous (IV) fluid as a result of the false low sodium results. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro instrument. The fse observed the customer was not properly maintaining the instrument and was not correctly performing calibration and quality control. The fse trained the customer and performed calibration and quality control with acceptable results. No further issues were observed. The exact cause of the erroneous results is unknown. The customer did not provide further information in regards to the patients receiving IV fluids. The customer confirmed that there was no harm to the patients due to the treatment. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).